Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a depressed hemoglobin of 4.5 (no unit of measure provided) on a fingerstick sample processed on the cell-dyn emerald. A redraw venous sample from the patient generated hemoglobin of 10 (no unit of measure provided) at a reference lab. The account uses a hemoglobin range of 12 to 18 and reference lab range of 12 to 16. No impact to patient management was reported.

Manufacturer narrative:
The evaluation included review of product historical data and product labeling. A review of product historical data did not find a similar incident. The evaluation for cause was inconclusive and could only provide possible causes for the depressed hgb of 4.5 g/dl incident on the cell-dyn emerald when compared to an unknown analyzer results in the reference laboratory. The reported rbc, hct, and plt were also very low when compared to the results from the reference lab instrument. Possible causes for depressed hgb are: 1. Misaligned/loose tubing may have contributed to the low hgb, including low rbc, hct, and plt results. 2. Short sample issue. 3. Collection and handling difference (fingerstick versus venipuncture). 4. Maintenance status of the cell-dyn emerald instrument at the time of the incident. 5. Differences between the two analyzers technology, reagents, and calibration. The evaluation for the cause of the complaint incident was inconclusive due to lack of data and limited information. The cell-dyn emerald system operator's manual offers additional information on limitations of result interpretation, and troubleshooting of data-related problems. No product deficiency was identified.